Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The balloon rupture was able to be confirmed. The difficulty deploying the stent could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and functional inspection and sem analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery with moderate tortuosity, heavy calcification and 90% stenosis. A 3x23 mm xience alpine rx stent delivery system (sds) was prepped outside the patient anatomy prior to use. After pre-dilating the lesion the 3x23 mm sds was advanced toward the target lesion, the system was inflated once to 4-6 bars and the balloon ruptured. The stent remained in the lesion and the sds was removed. A non-abbott 2x20 mm balloon dilatation catheter (bdc) was advanced toward the stent, the bdc was inflated to 20 bar and the stent was properly placed in the lesion. The lesion was long so a 2.75x8 mm xience alpine sds was also advanced toward the target lesion and failed to cross due to the patient anatomy. The device was removed. Post dilatation was performed to ensure the 3x23 mm xience alpine stent was fully apposed to the vessel wall and to help place the 2.75x8 mm stent; however, after post dilatation the result was good so the 2.75x8 mm stent was not implanted. There was no adverse impact to the patient. There was no clinically significant delay in the procedure. No additional information was provided.